Manufacturer narrative:
Continuation of concomitant products: etcf3232c49e (x2) stent graft, implanted: (B)(6) 2018; etlw1616c124e stent graft, implanted: (B)(6) 2018; ilxch1414115 stent graft, implanted: (B)(6) 2008; bfxch2414165 stent graft, (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent oversensing following shock therapy. The rv lead remains in use. No patient complications have been reported as a result of this event.